Event description:
It was reported that the suction evacuator had black fuzz about 1/8 inch long inside the sterile area and noted that it was not used on patient.

Manufacturer narrative:
The reported event was confirmed manufacturing related. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was not used for patient treatment. The product caused the reported failure. Visual evaluation of the returned sample noted one unopened (with original packaging), used silicone bulb evacuator. Visual inspection of the sample noted that there was a 0.1200" black foreign material sealed in the packaging. This does not meet the specification "product and package (kit) must be free from visible loose or embedded foreign matter greater than an aggregate total of 0.6mm2 or 1/16¿ in length. Per CAPA 1220380, the root cause for this failure is the following: "combination of different elements was determined as root cause: - manufacturing plant infrastructure. The manufacturing areas across the nogales plant are not "clean rooms", therefore, environmental controls are not required to be aligned with standard for clean rooms the areas are "controlled manufacturing area". -handling of several materials (plastic bags, acrylic sheets, or containers) across the manufacturing stations non-antistatic. -material exposure at the raw material, subassembly and final packaging processes; material are located into the manufacturing plant and areas without adequate controls to cover materials (plastic bags opened and materials stored in containers not properly covered. -no cleaning instructions required in process as part of the manufacturing procedures; the cleaning activities addressed within process are "optional" or required "when necessary". -no adequate inspection methods (visual inspections) for foreign matter detection and acceptance criteria not homologated between nogales site and sister plant medicon" the device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not required as the complaint was addressed by existing CAPA. Correction: h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the suction evacuator had black fuzz about 1/8 inch long inside the sterile area and noted that it was not used on patient.